Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bent connector pin was found. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had failed connection 2 or 3 times and the image would go black completely. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.